Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast reconstruction, while attempting to ligate a paired artery and vein during the dissection of the pectoral muscle, the clip cut the artery on one side, causing profuse bleeding from the vessel (about 20-30cc blood loss). Another device had to be obtained for hemostatis.